Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection was procedure related. Per the IFU, dissection is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure, a dissection of the left main coronary artery occurred. The catheter would not display contact force. The catheter was replaced and the procedure was continued. Later in the procedure, the patient felt chest pain and became hypotensive. An ice catheter revealed a dissection of the left main coronary artery. A stent was placed which stabilized the patient. The physician alleged the dissection was due to the ablation catheter slipping into the coronary artery. There were no performance issues with the device involved.